Event description:
The user facility reported the catheter could not be zero balanced, even at atmospheric pressure. The customer turned the zero adjustment, the display showed "+14+. No patient contact was reported.